Event description:
It was reported that while using bd vacutainer® push button blood collection set, there was a leak in the top of the assembly of the butterfly, from the end of the device when needle was retracted on six (6) devices. They also noticed air bubbles in the line, and they ended up collecting with a syringe. No patient impact reported.

Manufacturer narrative:
D.2a. Common device name: blood specimen collection device; intravascular administration set. D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 12-nov-2024. Investigation summary bd received three (3) samples for investigation. The samples were subjected to a draw test to assess functionality of the device. All samples passed testing exhibiting no signs of damage, leakage, or air bubbles during use. Additionally, the 3 customer samples were subjected to retraction lockout testing, and no abnormality was found as they were able to be activated properly with no leakage or defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of leakage during use and air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, there was a leak in the top of the assembly of the butterfly, from the end of the device when needle was retracted on six (6) devices. They also noticed air bubbles in the line, and they ended up collecting with a syringe. No patient impact reported.